Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure performed was diagnostic.

Event description:
The customer reported to olympus, the video system center had intermittent power, light source blinking on and off. The issue was found during a cystoscopy procedure. The procedure was completed with another similar device, with a 2 minute delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.